Event description:
Clinic notes dated (B)(6) 2013 note that the patient has a past history of mild sleep apnea. The relationship between the vns therapy and sleep apnea are not know. Attempts to obtain additional information have been unsuccessful to date.

Event description:
On (B)(6) 2014 it was reported that the patient does indeed have sleep apnea. The physician reported that the patient¿s charts were reviewed and his settings were noted to be output=3.5ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=3min/magnet output=3.5ma/magnet pulse width=500usec/magnet on time=60sec on (B)(6) 2010. System diagnostics showed 1418ohms and ifi=no. The physician stated that in the past he was on rapid cycling and he reviewed two sleep studies which have no mention of apneic episodes correlating with cycling of vns. The patient¿s sleep apnea improved with CPAP which he continues with now. The physician further indicated that vns could be a culprit in the sleep issues especially if he is having apneic episodes that correspond with the cycling of vns. She stated that there is always ways around it however, that they can adjust the vns settings.